Event description:
Reportedly an aortic model 3000, 21mm valve was explanted in 2009, due to implant did not look right, surgeon stated that, ¿it looked funky¿. The device was originally implanted in 2005. Implant duration was about 50 months. Please contact surgeon's office for additional information. The sales representative was given a dry valve, he will place it in glutaraldehyde prior to shipping to us.

Manufacturer narrative:
Did not look right, surgeon stated that, ¿it looked funky¿. Device evaluation anticipated, but not yet begun. Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from a sales representative. A device history record review is currently in process. Requests were made via e-mail and via telephone for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation; however, device evaluation is anticipated, but not yet begun.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits cut out in the tissue of leaflets 1 and 3. The sections that are missing, possibly for pathology testing, measure to an average of approximately 3mm at the free margin by 7-8mm into the cusp area. Calcification is moderate in the cusp area and the free margin of leaflet 2, minimal in the free margin and cusp area of leaflets 1 and 3. Calcification most likely restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue is detected at the stent outflow. The x-ray demonstrates calcification. X-ray. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 130.3 months, due to unknown reasons. No further details were provided.